Event description:
It was reported that versacross steerable access solution was selected for pulmonary vein isolation procedure. During the procedure, when versacross rf wire was introduced into the patient body from the transseptal sheath, and the outer coating of the transseptal wire came out from right side of the marker band. Thus, the versacross rf wire was replaced and new transseptal wire was used form the different versacross kit and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. The device was intact and was removed without any further compromise. Its insulation stripped off at its proximal end. The issue was noted when the physician was initially finding the marker band for reference to move to the groin access site, a small tab attached from the proximal end was noted. The distal tip was not to the heart when this was discovered and the de-insulated part never went into any other device, only came out of the hoop. The rf wire was inserted into a hemostatic valve on a short sheath. The product was received for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and was found to have coating damage near the second marker of the rf wire. Also, the rf wire passed all other device specifications. The reported allegation of coating issue was confirmed through the product investigation. The cause code of 'failure to follow instructions' was selected, since the only way to create this failure mode is through insertion/retraction in a metal introducer. The instructions for use of the device provides the warning: 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury'. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross steerable access solution was selected for pulmonary vein isolation procedure. During the procedure, when versacross rf wire was introduced into the patient body from the transseptal sheath, and the outer coating of the transseptal wire came out from right side of the marker band. Thus, the versacross rf wire was replaced and new transseptal wire was used form the different versacross kit and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. The device was intact and was removed without any further compromise. Its insulation stripped off at its proximal end. The issue was noted when the physician was initially finding the marker band for reference to move to the groin access site, a small tab attached from the proximal end was noted. The distal tip was not to the heart when this was discovered and the de-insulated part never went into any other device, only came out of the hoop. The rf wire was inserted into a hemostatic valve on a short sheath.